Event description:
The customer reported a speaker malfunction on their intellivue mp30 patient monitor.it is unclear there was audio being emitted from the device when the speaker malfunction occurred. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported a speaker malfunction on their intellivue mp30 patient monitor.it is unclear there was audio being emitted from the device when the speaker malfunction occurred. The device was not in use on a patient at the time of event, there was no adverse event reported.